Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient is in the hospital and has a spinal fluid infection. No further information has been obtained. Additional information was received indicating that swelling and redness were reported as symptoms of infection. The ipg remains implanted in the patient and in use.

Event description:
It was reported that the patient is in the hospital and has a spinal fluid infection. No further information has been obtained. Additional information was received indicating that swelling and redness were reported as symptoms of infection. The ipg remains implanted in the patient and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient is in the hospital and has a spinal fluid infection. No further information has been obtained.